Event description:
It was reported that surgeon revised poly.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown kinemax xl 10mm insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.